Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was crowbarring and was able to troubleshoot down to drawer 2.1, which was causing the issue. A field service engineer replaced the controller board and drawer board to resolve the issue. The fse configured the drawer and had the customer inventory 2 medications out of the drawer to confirm the pockets work. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the touchscreen was not working. The customer reported that a malfunction caused a delay in dispensing medication to the patient since the user retrieved medication from another station. However, there were no adverse events or injuries reported based on this event.